Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device was implanted 43 months. It was successfully replaced, and will be returned for analysis.